Event description:
A dentist was having trouble extruding tooth conditioner gel from the syringe. Dentist pressed so hard on the syringe that the tip came off of the syringe and material went into the patient's mouth. The material was suctioned out immediately. The pt did not experience any discomfort and there was no injury.